Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet user experienced hyperglycemia with a device high message and a measured glucose up to the 500s after an initial home value of 300 mg/dl, with subsequent hypoglycemia overnight following subcutaneous correction doses while the pump remained connected; the prior infusion set was later removed and found to have a kinked cannula, and the user historically reported frequent kinks with prior therapy. Symptoms included hyperglycemia and later hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included an emergency room visit where insulin was prescribed, patient counseling on ketone management, and reinstatement of pump therapy with site change. Investigation included complaint review, troubleshooting, and user education on ketone action plan, infusion site change, and temporary pump disconnection after manual injections. Investigation of this case revealed a likely infusion site or absorption issue consistent with a kinked cannula and possible erratic insulin delivery. It was concluded that the event was due to infusion set performance and use-related factors, with device therapy otherwise functioning conservatively during the initial learning period. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.